Manufacturer narrative:
Reference number: (B)(4); product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: null, batch: 21412897. As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Devices remain implanted.

Event description:
A report was received that a patient was experiencing discomfort at the clik anchor site. The patient underwent a revision procedure where the clik anchors were repositioned. The patient is reportedly doing well.